Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, error test and displacement test. Pump passed the dat test at 0.08740 inches. However, unit received with intermittent buttons. Unable to determine the root cause of button anomaly due to pump preservation. Unit received with cracked case at the battery tube threads and belt clip window corners. Unit received with minor scratched display window and case. Data analysis: there is no data listed for the dated of (B)(6) 2018 due to pump received without battery installed.

Event description:
It was reported that the customer passed away at home. The cause of death was brain cancer. The caller stated that the customer had cancer that may have led to the customer's passing. The customer¿s blood glucose was 240 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 48 hours prior to passing, as the customer was in no condition to handle their diabetes. The customer was using sensors. The caller agreed to return the insulin pump for analysis. The pump was received with intermittent buttons.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08740 inches. However, unit received with intermittent buttons. Unable to determine the root cause of button anomaly due to pump preservation. Device received with cracked case at the battery tube threads and belt clip window corners. Device received with minor scratched display window and case.